Manufacturer narrative:
The check valve purge and check valve uptake were returned to the tosoh instrument service center for investigation. A visual inspection passed with no damages identified on either part. The returned parts were tested and verified that the flow of fluid direction was correct and no backflow occurred. The parts were placed on a g8 analyzer and calibration was performed successfully as well as precision runs. The product evaluation cannot confirm an operational problem failure of the returned parts.

Event description:
A customer reported "hbe flag and sample results fluctuating¿ on the g8 analyzer. The customer installed a new column and buffers but did not want to adjust the flow rate. The initial results were reported and the doctor questioned the results. The patients were sent for a retest resulting in lower results. A field service engineer (fse) was dispatched to further investigate the potential discrepant results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by reviewing the error logs and customer confirmation. The fse checked the pump operations, purge and check valves and all tubing and connections. The fse replaced the check valve and purge valve as a precaution, due to the fluctuating retention times. The fse adjusted the flow rate and verified the resolution by performing calibrations, precision, running control material and running calibration material without any issues. The g8 analyzer is functioning as expected. No further action is required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were two similar hbe flag complaints identified during the search period, including this case and no similar low sample result complaint identified during the search period. The most probable cause of the reported event could not be established.